Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files were not available. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. However, a dark substance was found on the output pins of the battery. As a result, the reported power switching and contamination could not be confirmed; however, the observed dark substance was possibly perceived as the reported contamination. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited to a communication error and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: (B)(6) d10: yes, return date: 25-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 d4: bat595891 d10: yes, return date: 25-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 d4: (B)(6) d10: yes, return date: 25-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 d4: (B)(6) d10: yes, return date: 25-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being sent for an update to the investigation and FDA conclusion code. Product event summary: five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files were not available. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing; the batteries did not experience a power switching event and was able to adequately provide power to a test controller. Additionally, no evidence of dust or dirt was observed. However, a dark substance was found on the output pins of the batteries. Although no service records were found for the devices, historical results from previously tested samples revealed that the substance is consistent with the lubricant applied. As a result, the reported power switching and contamination could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited to communication errors and/or momentary disconnections due to temporary corrosion or contamination of the controller-port/power-source pins. Additional products: d4: (B)(6) h6: FDA conclusion code(s): 67 d4: (B)(6) h6: FDA conclusion code(s): 67 d4: (B)(6) h6: FDA conclusion code(s): 67 d4: (B)(6) h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 14-feb-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 14-feb-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 31-jul-2017 (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 14-feb-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the previously serviced batteries exhibited power switching. It was suspected that this was caused by dust and dirt were adhered to the power sources connector. The batteries were replaced. No patient complications have been reported as a result of this event.